Event description:
It was reported that the user experienced hypoglycemia followed by hyperglycemia after announcing a dinner meal and engaging in a 40-minute bike ride against the wind, and has been announcing 5¿6 meals daily to elicit additional insulin dosing. Symptoms included low blood glucose to 42 mg/dl without loss of consciousness, followed by hyperglycemia in the low 200s. Outcomes included approximately 1 hour of hypoglycemia and 2.5 hours of hyperglycemia, self-treated at home with oral carbohydrates including glucose tablets, juice, and snack foods, without medical intervention. Investigation included customer care troubleshooting and education on ilet meal announcements, exercise effects, and avoidance of overcorrection. Investigation of this case revealed normal device function per user report, with likely contributory factors including insulin on board from a meal announcement combined with exercise and subsequent overcorrection with high-carbohydrate intake. It was concluded that the event was related to user behavior, including use of multiple meal announcements as correction and exercise post-meal, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.